Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) for evaluation. The device passed the homechoice rite functional test (B)(4). The homechoice rite electrical test (B)(4) failed testing due to ground bond failed performance specifications. Pal method 3 evaluation found an issue with ground bond in the device, continuity was measured between power entry module and doorpost; ground bus resistance measured would not stabilize, indicating an issue with ground bus in the device. The assignable cause of the rite electrical test failure of failed ground bond test was determined to be a loose setscrew on the door post. The previous return of the device was not for any issues related to failed ground bond test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.